Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the there was resistance to progressing the stent from the middle portion of the microcatheter to exposing the distal portion of the stent.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received report regarding a phenom 27microcatheter/pipeline flex with shield system that had difficulty navigating to the target area and the pipeline failed to open at the distal end. The patient was undergoing an embolization procedure to treat an unruptured saccular right internal carotid artery (ica) aneurysm. The distal landing zone was 3.8mm and the proximal landing zone was 4.7mm. Vessel tortuosity was severe. Dual antiplatelet treatment (dapt) was administered. It was reported that the devices were prepared and the catheter flushed per the instructions for use (ifu0. There was difficulty with navigation and progressing the pipeline in the phenom 27 catheter resulting in the system "crashing." When delivered, the distal end of the pipeline could not be opened. It was noted that more than 50% of the pipeline had been deployed when the failure to open occurred. The distal segment of the pipeline was positioned in a vessel bend. The pipeline was resheathed more than 2 times but could not be opened. No additional steps or devices were tried to open the pipeline. The decision was made to remove the whole system. The pipeline was resheathed and removed with the microcatheter; it was noted that the pipeline deployed within the phenom microcatheter. Both devices were replaced to complete the procedure successfully. There was no harm or injury to the patient. Post-procedure angiography showed good results.